Event description:
It was reported that during a biceps tenodesis surgery the eyelet detached from the device. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1255-18 serial/batch number (B)(6) was received for investigation. A visual inspection indicated that the loop had become detached from the suture passing wire at the crimp area. Functional testing is not applicable to the device received because is broken. The device's certificate of conformance indicates that the lot conforms to the specifications and requirements outlined in the purchase order. The observed event is most likely caused by excessive forces applied during use.